Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, during the ablation phase, the physician applied a tenaculum. A cervical leak occurred at a fluid loss rate of 1-2 cc's/minute. The patient sustained a first degree burn approximately 8 mm in size at the 6 o'clock position on the exo-cervix. Silvadene cream was applied to treat the burn. There were no alarm messages generated on the console unit during the procedure. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The device has not been returned since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.